Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.

Event description:
An unexpected message was found in the event summary of this device. The device and its accessories are being returned to phillips for evaluation.